Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be flattened and stretched passed the specification. Fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.